Event description:
Routine complaint investigation when a consumer reported receiving a higher reading of 367 mg/dl when compared to a valid laboratory comparison of 242 mg/dl. There was no report of death, serious injury medical intervention reported with the event.